Event description:
Complainant alleged that the clinicians were treating a 51 year old male pt suffering from congestive heart failure with lung infiltration. The clinicans intubated the pt, who then coded. The clinicians then attempted to defibrillate the pt, but the device screen displayed an "error 44" message. The complainant indicated that the device "regained power within a few secs". The pt was successfully shocked three times. The pt subsequently expired, but the complainant indicated that the pt outcome was "unrelated to equipment malfunction."